Event description:
Patient fell while walking. Hematoma and tore retinaculum. Doctor cleaned out area of patella and repaired. Needed to exchange poly to repair knee.

Event description:
Patient fell while walking. Hematoma and tore retinaculum. Doctor cleaned out area of patella and repaired. Needed to exchange poly to repair knee.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined with the information provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device must go to pathology and hospital will not release.